Manufacturer narrative:
Qn#: (B)(4). The customer returned one 2-lumen PICC for evaluation. The catheter body contained numerous bends throughout. Visual examination revealed the catheter contained a rupture adjacent to the juncture hub. Evidence of a small kink was also detected just below the catheter rupture as well as directly adjacent to the juncture hub. The walls of the ruptured material appeared thinned, which is damage consistent with over-pressurization causing the failure. The rupture in the catheter body measured approximately 25-27 mm from the juncture hub. Likewise, the kink distal to the rupture measured 54 mm from the juncture hub. The proximal and distal lumens were initially flushed to ensure no blockages were present. When the proximal line was flushed, water exited the ruptured portion of the catheter as well as the distal tip. The instructions-for-use provided with this kit warns the user to "continuously monitor indwelling catheters for: desired flow rate, security of dressing, adherence of stabilization device to skin and connection to catheter, correct catheter position; use centimeter markings to identify if catheter position has changed secure luer-lock connection(s). Minimize catheter manipulation after procedure to maintain proper catheter tip position." The customer report of a catheter rupture was confirmed by complaint investigation of the returned sample. The catheter body was ruptured adjacent to the juncture hub. Evidence of a small kink was observed directly below the catheter rupture, which indicates the catheter body likely became kinked which restricted flow, and has the potential to cause a rupture. The sample passed all relevant dimensional testing and a device history record review was performed with no confirmed relevant findings. Based on the condition of the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The complaint is reported as: "radiology reported a contrast extravasation at the site of insert of the PICC. PICC was inserted in ICU. A kink was observed under the dressing after the incident. Radiology staff could see the PICC tubing had burst from the pressure when they pressure injected. The patient is ok and radiology staff administered ice, compression and elevation to the site. The PICC was flushed and tested prior to CT being injected. Radiology staff said they thought the kink they observed in the PICC may have caused the contrast extravasation." The patient's condition is reported as fine.